Event description:
(B) (4). It was reported that post a stenting treatment procedure, patient death occurred. The 99% stenosed and 12mm long target lesion was located in the vein side graft to the second obtuse marginal artery with a reference vessel diameter of 2.75mm. The lesion was treated with direct stenting using a 2.75x12mm taxus express2 stent followed by post dilation with an unknown 3.25x10mm balloon catheter resulting in 0% residual stenosis. The patient was discharged 1 day later without anginal symptoms. At 403 days post index procedure, the patient was hospitalized with heart failure. It was reported that while hospitalized, the patient experienced ventricular tachicardia and ventricular fibrillation with "spontaneous pausing". Treatment provided while inpatient included cardiac massage, fluid replacement, artificial ventilation and electroshock. At 32 days later after being hospitalized, the patient died. It is the opinion of the physician that the event is unrelated to the taxus express2 study device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was further reported that there was timi-3 flow pre index procedure. The lesion was de novo, and core lab analysis confirmed 79% stenosis pre treatment. Following treatment, timi-3 flow was confirmed and per core lab analysis, residual stenosis was 10%. The patient was discharged on bayaspirin, pletaal and plavix. It was confirmed that no angina symptoms were noted at each follow up visit, and follow up cardiac catheterization in (B)(6) - 2009 found that the target lesion was visually 0% stenosed (21% via core lab analysis). Per the physician, the relationship between the taxus express2 study stent and the event is unknown.

Manufacturer narrative:
(B)(4).